Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralight st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the gender. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralight st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh. Per operative notes, ¿two defects close to each other in the mid lower abdomen was noted. The defect was reduced and ventralight st mesh was placed and sutured and tacked.¿ (B)(6) 2014 ¿ patient was diagnosed with abdominal pain and adhesions thereby underwent laparoscopic repair with lysis of adhesions. Per operative notes, ¿small bowel was adhered to anterior abdominal wall was reduced. The mesh was intact and completely freed from adhesions.¿ (B)(6) 2018 - patient was diagnosed with incarcerated incisional recurrent ventral hernia thereby underwent open repair with partial removal of previously placed mesh and implant of synthetic mesh. Per operative notes, ¿large incarcerated recurrent ventral hernia was noted. Multiple adhesions and hernia sac were removed. Tiny small piece of mesh with small bowel adhered was removed. The fascial defects with scar tissue was repaired using sutures. A synthetic mesh was placed covering the defect.¿